Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient got a staph infection from the implantable neurostimulator (ins) system. The cause of the infection was unknown. The system was explanted due to the infection and the issue was considered resolved at the time of the report. The patient recovered from the staph infection but continued to have low back pain. They did not want to have another system implanted due to the risk of infection. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report. The patient was indicated for lumbar radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported that the patient¿s pain stimulation system was removed due to infection on (B)(6) 2006.